Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The lcd display was replaced by the customer to resolve the issue. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the temporary loss of display during a case. The unit was restarted, display resumed and case completed. There was no patient injury.